Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis after undergoing a surgery in which floseal was used. The patient underwent a hysterectomy and subsequently on an unreported date, post operatively, the patient developed ¿severe peritonitis¿. The cause of the peritonitis was not reported. No further detail was provided regarding treatment for the event, action with pd therapy or the patient¿s outcome. No additional information is available. No additional information is available.